Manufacturer narrative:
Follow-up #1: device evaluation: the cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on 03/24/2015 with the following findings: a visual inspection of the retain cartridge was performed. No damage or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 271 mg/dl with extreme drowsiness and had difficulty waking up. It was reported that the patient did not received any treatment above and beyond the routine diabetes care management. The patient allegedly remained on pump therapy with no information provided regarding any recent adjustments to the pump settings. The reporter alleged that there was an occlusion issue. Customer support agent review the event with the reporter and it was reported that the occlusion occurred only with one set of supplies. Review of use techniques indicated the instruction for use was followed for infusion set but not for cartridge. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the instruction for use was not followed for cartridges.

Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.